Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: b3: event date is unknown. H6: coding applies to the unknown lead. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a good trial phase until the leads shifted at the end of the trial. According to pt, they decided to implant the implanted neurostimulator (ins) anyways and correct the lead position in the same surgery. However, now the sensation caused by the stimulation does not reach the patient¿s lower back, where the majority of the pain is. It is possible that the leads are not in the same position now as they were in the trial phase. The patient was advised to consult their healthcare provider / manufacturer representative (rep) to see if the programming can be improved or if the leads have shifted further. The issue has not resolved.